Event description:
It was reported that when the patient presented in clinic after receiving a vibratory alert, the device exhibited high, out of range pacing lead impedance on the right ventricular channel. Pocket manipulation produced noise and loss of sensing. The pocket was opened and the lead was able to be pulled out of the connector without loosening the setscrew. The lead tested normal through the analyzer and when reconnected to the device. A setscrew issue was suspected. The device was explanted and replaced with no adverse consequences for the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported high pacing lead impedance was confirmed in the laboratory via review of the programmer printouts; the reported loose connection was believed to be the cause. Visual inspection noted septum material present in the v df-4 set screw hex cavity and the setscrew stripped. When the setscrew anomaly occurred could not be determined.

Event description:
New information received notes that there was no suspicion of an issue with the set screw. The lead was able to be easily removed from the device because the implanting physician had forgotten to tighten the set screw.